Event description:
It was reported that there was difficulty removing the lead during system explant for MRI. There was difficulty with ¿lead stretching¿ when removing, and lead fragments including two contacts and part of tines were left in patient.

Manufacturer narrative:
Concomitant medical devices: product ID: 3031, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3080, lot# l80524, implanted: (B)(6) 2000, product type: lead. (B)(4).